Manufacturer narrative:
(B)(4). Date sent: 5/31/2017. Batch # n9324f. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, device was used for theatre case to clip off the cystic artery and duct of the gallbladder. When the doctor clipped the cystic artery off and then cut it, there were sweeping blood out of artery still and surgeon needed to cauterize the vessel. On a closer look at the clips applied they could see that the clips weren't fully compressed closed and the distal ends of clip doesn't even reach each other. The clips were also very loose and easy slipped off the vessel. Surgeon needed to clip the cystic duct next but because of the nature of the clips around the cystic artery he didn't want to take the risk to continue using the device, so a competitors device was opened and used with no further complications. Patient is fine and surgeon reinforced the cystic artery clips with the competitors device. There was no patient consequence reported.